Manufacturer narrative:
Filed service engineer (fse) was dispatched to customer site. He confirmed all the three reported issues. He also confirmed that touch screen was working as intended. Fse replaced speaker 2 to correct the primary alarm failure issue and blower assembly to fix the leak test failure. Field corrective order (fco) was implemented to correct navigation ring issue. Fse performed performance assurance test and device passed successfully. Speaker assembly was returned for failure investigation and during investigation root cause of alarm failure is traced to open electrical. The root cause of the navigation ring failures was determined to be liquid ingress due to the variability of the assembly process. Blower assembly was not returned for failure investigation. Therefore, root cause with regard leak test cannot determined.

Manufacturer narrative:
(B)(6) 2020. Report date: 18dec2020

Event description:
The customer reported nav- ring not working, unit alarming backup alarm failed, and unit is failing system leak test. There was no patient involvement.